Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the following components; (1) drape / (1) underpad / (1) forceps / (5) rayon balls / (1)label / (1) povidone-iodine solution packet were missing from the catheter tray prior to use. No medical intervention was required.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Lubricate catheter which is pre-attached to collection bag. 7. Bag and catheter may be placed in basin until needed. 8. Prep patient with povidone-iodine swabsticks. 9. Proceed with catheterization in usual manner. 10. Top tray may be placed on basin to help prevent spillage. 11. Periodic observations of this system should be made to assure that urine is flowing freely. Volume on collection container has been calibrated without uro-prep¿ tray in place. Bard and uro-prep are trademarks and/or registered trademarks of c. R. Bard, inc. ©2010 c. R. Bard, inc. All rights reserved. Directions for taking specimen: after catheter has been inserted into the bladder and an initial flow of urine is seen in the collection bag: 1. Clamp off catheter using white clamp. 2. Insert plastic tube (inside bag) into the back of the sample device. 3. Open sample device over the sample container. 4. Unclamp catheter. 5. Allow desired amount of urine to drain into collection container. 6. Clamp off catheter"

Event description:
It was reported that the following components; (1) drape / (1) underpad / (1) forceps / (5) rayon balls / (1)label / (1) povidone-iodine solution packet were missing from the catheter tray prior to use. No medical intervention was required.